Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
The sales rep reported that during a rotator cuff procedure the customer's versalok with orthocord deployed prematurely while the surgeon was malleting the bone. The sales rep stated that the surgeon did not over mallet and that the surgeon has plenty of experience with these anchors. The sales rep reported that the surgeon completed the procedure by cutting the sutures, leaving the implants in and moving over doing a medial repair/single row repair. The sales rep reported that there were no patient consequences but there was a two minute delay in the procedure. The sales rep was not present for the case therefore could not provide any further information. No device will be returning for evaluation. Additional information received on 8-25-2016: the sales rep indicated that the repair was originally planned as a double row repair and the surgeon did not put in an additional lateral row anchor.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).